Event description:
It was reported that the customer experienced damage to the tandem charging cable, which rendered the charging supplies non-functional. There was no adverse impact to the customer's blood glucose level. Customer technical support arranged for a replacement of the damaged charging supplies to be shipped within two days.